Manufacturer narrative:
(B)(4).

Event description:
This rv lead was explanted and replaced. There was no capture and diaphragmatic stimulation, the lead had migrated. When the physician unscrewed this lead from the header and pulled the lead out, the lead pulled apart from the pin. Since this lead had only been implanted a couple of weeks, it was explanted and replaced with a similar lead that was placed in the rv septum.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation 7 cm and 7.5 cm distal to the is-1 connector pin. Furthermore the insulation was torn apart 5 cm distal to the is-1 connector pin, consistent with the observation reported in the complaint description. In this region the outer conductor coil was found stretched. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.